Event description:
It was reported that due to one high impedance displayed on the spinal cord stimulation (scs) lead, the patient was unable to undergo magnetic resonance imaging (MRI). Therefore, the patient underwent an explant procedure where the lead was explanted. There were no reported complications postoperatively.